Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported faradrive steerable sheath clear was selected for percutaneous catheter myocardial ablation. During the procedure, it was mentioned during sheath manipulation in the left atrium, intermittent air was noted inside the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that the a starter guidewire and farawave catheter was inside the sheath when the air was noted, no abnormalities during preparation of the sheath. The guidewire tip was located approximately 3mm advanced from the distal tip of farawave catheter. The air bubble was noted in syringe. Pump method was used to irrigate the sheath with a flow of 50ml/hour. No air was noted in patient.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on both faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported faradrive steerable sheath clear was selected for percutaneous catheter myocardial ablation. During the procedure, it was mentioned during sheath manipulation in the left atrium, intermittent air was noted inside the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that the a starter guidewire and farawave catheter was inside the sheath when the air was noted, no abnormalities during preparation of the sheath. The guidewire tip was located approximately 3mm advanced from the distal tip of farawave catheter. The air bubble was noted in syringe. Pump method was used to irrigate the sheath with a flow of 50ml/hour. No air was noted in patient.